Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer replaced the solenoid to resolve the immediate issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
The customer¿s immediate concerns were addressed by replacing the solenoid. A thorough investigation was to be performed to determine the cause of the reported problem; however, the suspected part was not returned for a part analysis. The system has returned to service with no similar issues reported.